Manufacturer narrative:
Result: scale malfunctioned due to a faulty foot left load cell.

Event description:
It was reported by service report that the scale was off by 10 lbs. No patient involvement or adverse consequences were reported.